Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was trying to get a hold of a manufacturer representative (rep). The patient stated they met the rep in their doctor's office and the rep adjusted the patient's therapy settings because they were spending too much time urinating. The patient stated they calmed down after the adjustment, but they were still having problems. The patient said they felt pain in their back where the ins was after the adjustment. The patient said the rep told them the pain was anticipated, but now, as per the patient, when they walked, they felt a little bit of pain. The patient said they wanted to speak to a rep regarding this, but they couldn't get a hold of the rep. The patient said that right now, the ins was quiet because they took pain medicine. The patient said they were completely handicapped. The patient added they were having a lot of urination, and they wet themselves during the night. The patient said that before the therapy adjustment, they were constantly going to the bathroom and they just sat by the door. An email was sent to a rep. Additional information was received from the patient. They reported that they met the manufacturer representative (rep) in their doctor's office last thursday and the rep adjusted the settings of the patient's stimulator because the patient said that they were having too much time urinating. The patient mentioned that after the adjustment, the patient calmed down but was still having problems. The patient said that after the adjustment, they felt pain in the back where the ins was. The patient said that the rep told them that the pain was anticipated, but now, as per the patient, when they walked, they felt a little bit of pain. The patient said that they were completely handicapped. The patient said they were taking medication that allowed them to urinate every 10 minutes, but last night when they woke up at 2 a.m., they could not urinate. The patient also said that they felt stabbing at the implanted site. The patient added that they were having a lot of urination, and they wet themselves during the night. The patient said that before the adjustment of their therapy, the patient was constantly going to the bathroom. The agent reviewed considerations for therapy optimization and provided general programming guidance. The agent informed the patient if they felt pain they could consider decreasing their stimulator or increase it if they were urinating a lot. The agent informed the patient that they should feel the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and redirected to the healthcare provider (hcp) if symptoms persisted. The patient said that their hcp only implanted their ins but not knowledgeable about that. The patient said they went to their hcp and their hcp didn't do anything. The agent sent physician listings through the mail. The patient would try to increase their stim on their own. The agent was unable to confirm the hcp's name. On 2026-jun-23 additional information was received. The patient said they were disgusted because they had to stay in their house because of their bladder symptoms, they were still in misery. The patient said their settings had been changed quite a few times by reps at the doctor's office and the reps were always an hour late. The patient said they saw a uroendocrinologist last thursday who did a scan which showed their bladder was empty but the patient said they felt they had to go, after the test, the doctor gave them the diagnosis of overactive bladder. The patient said they could not produce urine even though they drink 3 bottles of water. The patient was told to shut it off and by the third day they were in severe pain where the battery was so their spouse turned therapy back on and that stopped. The patient said the pain where the battery was happened after implant surgery too but that went away. The patient said right after getting the device, they started getting quite a few utis and they had ended up in the hospital because they could not get rid of the bacteria, they had to be on IV antibiotics. The patient said they were doing better now but still had to send their urine in all the time and they were sent to an infectious disease doctor who put them on fosfomycin. The agent offered to assist the patient to check their settings to confirm therapy was still on however the patient said they were handicapped, in a wheelchair and both arms were dislocated. Their spouse made their adjustments and they were at work. The patient said their spouse had to help them in the bathroom, they needed an aid 7 days a week and the patient said they would call back later when their spouse was with them. The agent reviewed patient and technical services hours. They were redirected to their doctor. The agent offered and sent listings. The patient provided other medical information: patient said they get injections for psoriatic arthritis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.